Event description:
It was reported that on (B)(6) 2104, a male patient was implanted with a multi lock humeral nail. During the procedure, a screw was inserted into the nail. The screw was fully inserted when the head of the screw broke off. The broken screw head was removed easily in approximately five minutes. No other medical intervention was required. The shaft of the screw remains in the patient. It was reported that the procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of blank lot# 7388400, p/n 04.005.418.999 revealed ncr (B)(4) was generated for "spots in bottom of drive". Ncr is not relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.